Event description:
The complainant reported that the impella aic had a controller error alarm. The aic will be returning for investigation. There was no report of patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. During the data analysis there was no controller error in the logs on or around the complaint. The failure mode was not reproduced as the console was able to successfully shutdown on every attempt. There was no controller error with this console. The cause of the issue was most likely user related as they could have inadvertently rotated from ok to cancel without realizing it, therefore cancelling shutdown. E2 was erroneously selected on the initial manufacturer device report number 1220648-2025-27575.